Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter did not aspirate vitreous body and cutting was poor during surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.